Event description:
It was reported that this pacemaker system exhibited a low, right atrial (ra) lead out-of-range pacing impedance measurement, measuring less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there were atrial tachy response (atr) events that had observations of noise prior to the lss. Review of the most recent atr episode there was some farfield oversensing. The plan is to have the patient come in for some troubleshooting. Technical services discussed programming options. At this time, the system remains in service. No adverse patient effects were reported.